Manufacturer narrative:
(B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Asp complaint #: (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 72 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators when the load has been released and used on patient(s) prior to reprocessing.

Manufacturer narrative:
The initial report incorrectly stated the following: the bi was incubated for 72 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. Attempts to follow-up with the customer for corrected information were unsuccessful. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, and retains analysis. Trending analysis by lot number was reviewed from 7/27/2018 to 1/09/2019 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was not returned for visual inspection. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. There is insufficient information to determine an assignable cause. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found trending was not exceeded in this lot. In addition, the customer did not request service for their sterrad® 100s sterilizer. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). Attempts to follow-up with the customer for additional information were unsuccessful. Should additional information become available, the complaint file will be re-opened and re-evaluated.the issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).